Event description:
Additional information was received indicating the patient expired approximately two weeks after the new system was implanted. The patient was in a nursing home at the time of death. It was reported the infection had cleared prior to the implant of the replacement system. The cause of death provided by the physician was abdominal sepsis.

Event description:
Additional information was received indicating the patient expired approximately two weeks after the new system was implanted. The patient was in a nursing home at the time of death. It was reported the infection had cleared prior to the implant of the replacement system. The cause of death provided by the physician was abdominal sepsis.